Event description:
Two patients expierence port seperation of their groshang ports necessitaing removal and reinsertion of new ports. One patient developed tissue sloughing at site. One patient developed tissue sloughing at site. One patient developed infection at port sitedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. The device was destroyed/disposed of.